Event description:
It was reported that during an unk procedure, the device was non functional. Not able to fire nor open. The jaws are stuck in the locked position. The device has been washed and sterilized. No damage to pt. Another like device was used.

Manufacturer narrative:
Info anticipated, but unavailable at this time.